Event description:
It was reported that the impedance and threshold increased on the right atrial (ra) lead. It was noted there was high threshold and remote alert triggered for high impedance on the ra lead. The device was reprogrammed and lead remains in use. The patient is enrolled in the alternate site cardiac resynchronization (alsync) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID d354trm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013, product ID 6947m62 implantable tachy lead, implanted: (B)(6) 2013, product ID 383098 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the impedance and threshold increased on the right atrial (ra) lead. It was noted there was high threshold and remote alert triggered for high impedance on the ra lead. During the ra lead revision, the patient was found to be in an supra ventricular tachycardia (svt) with 2:1 block. The ra lead was explanted and replaced. The patient is enrolled in (B)(4) study. No patient complications have been reported as a result of this event.